Event description:
It was reported a screw was inserted and tightened, then the surgeon decided to remove and re-insert the screw to obtain the desired angle. Upon tightening the re-inserted screw, the screw disassembled. The screw shaft was explanted and returned to the manufacturer for evaluation. Patient outcome: no adverse effects were reported as a result of the event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.this report is number 1 of 2 mdrs filed for the same event (also see 0002242816-2014-00028 & 00029).

Event description:
It was reported that the screw broke during insertion. Subsequently, the screw was explanted.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The head of the screw was disengaged from the shaft. A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. The probable underlying root cause for the damage is re-use of the screw after tightening, resulting in loss of mechanical integrity and deformation of the supports, resulting in disassembly.